Event description:
Rptr, who is a little hard of hearing, cannot always hear the warning alarms of his insulin pump. If there is some background noise, he cannot hear the alarm. Recently, the insulin pump stopped pumping due to needle insertion into a capillary which blocked the drug pathway. When the pump stopped, the warning alarm apparently sounded but he did not hear it. As a result, his blood sugar went up significantly which posed a serious hazard to him. He thinks the alarm should be louder or be adjustable.